Event description:
Ous MDR - loss of capture and sensing were noted for this lead. It was found to have dislodged and was successfully repositioned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.